Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
Additional information was received from a healthcare provider. The catheter was replaced. The cause of the event was unknown. It was noted that the volume discrepancies and patient's pain symptoms had not resolved.

Event description:
Multiple volume discrepancies were reported. The cause of the discrepancies was unknown. The health care provider (hcp) was planning on revising or replacing the catheter. A dye study and rotor/roller study were performed for troubleshooting. There appeared to be a small leak in the catheter that at one time may have kinked because the leak was in the middle of a small loop of catheter. It was noted that the volume discrepancies were initially noticed on 2014 (B)(6). The hcp at the time elected to treat the patient¿s increased pain by increasing the daily dose. The previous arv and erv refill amounts were listed. On 2014 (B)(6), the arv was 9ml and the erv was 5.3ml. On 2014 (B)(6), the arv was 15ml and the erv was 12.3ml. On 2015 (B)(6), the arv was 10ml and the erv was 6.5ml. On 2015 (B)(6), the arv was 15ml and the erv was 10.3ml. The patient¿s status was alive with no injury. The patient experienced pain at an unknown location. It was also noted that the patient was not receiving effective therapy. The pump was infusing morphine and bupivacaine. A follow-up report will be submitted if more information becomes available.

Event description:
Additional information was received from a manufacturer representative regarding a patient receiving morphine (4 mg/ml at 1.4353 mg/day) and bupivacaine (10 mg/ml at 3.588 mg/day) via an implantable infusion pump. The patient¿s old catheter was explanted on (B)(6) 2015 and a new catheter implanted.